Event description:
The pad device was used on a patient and after delivering two shocks a "low battery" warning was issued. The patient survived. There is little further information available. Although the device performed to specification, the user was alarmed at the "low battery" warnings, but the device continued to deliver therapy and the patient was successfully converted to normal sinus rhythm. It is assumed that the patient was transported to hospital.

Manufacturer narrative:
The returned pad device was found to be fully functional and passed all of the manufacturing tests and checks. The device had performed to specification and the patient's heart rhythm was returned to normal sinus rhythm. The device did issue "low battery" warnings during the event but continued to operate correctly. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns the device off. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p is a multi-use device. In the case of this report, the device was not returned for investigation. It is not known if the device was used in a previous event.